Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there is a speaker malfunction with confirmed no sound. The device was not in use on a patient at the time of event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The mx40 device has a speaker malfunction and needs to be sent in to be fixed. The device was not in use on a patient at the time of event, there was no patient involvement.